Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.130.225, synthes lot: 9605225, release to warehouse date: january 29, 2016, manufactured by: bettlach. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device double drill guide was returned to customer quality (cq) west chester for investigation. The 1.1 drill sleeve side had broken off from the rest of the guide and the broken part was not returned for investigation. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. -double drill guide dimensional inspection: this is a post manufacturing damage, hence a dimensional inspection was not performed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the drill guide was broken but a definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the drill sleeve was broken during the reverse logistics audit of the returned device. There was no patient involvement, and no additional information is available. This report involves (1) 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red. This is report 1 of 1 for (B)(4).